Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned; however, it has not yet been received.

Event description:
The complaint/event involved a plum duo infusion system. The pump's screen reportedly froze when the nurse was attempting to change the rate of the infusion for a patient. The pump was connected to a patient when it froze but there was no harm to the patient due to the issue/complaint.

Manufacturer narrative:
Visual and functional testing: the device was not returned to the service hub, therefore, visual inspection and functional testing was not performed. Unfortunately, the device in question was not returned to the service hub, which precluded us from conducting a visual inspection or functional testing. Review of service and event history: we conducted a review of the device's 12-month service history, which showed no previous occurrences of similar events additionally, as the customer did not provide any event history, a review of the event history/alarm logs could not be conducted. Consequently, we were unable to replicate or confirm the reported complaint. Additional information in b5. Updated information in d9.

Event description:
Additional information received from the customer on (B)(6) 2025 stating the intervention done when the screen froze was to shut down the pump.

Manufacturer narrative:
Product received date: (B)(6) 2025. Could not confirm the customer¿s complaint that the device's liquid crystal display (lcd) touch screen is or has become unresponsive. Device passed performance verification (pvt) testing. The device did not show signs of having an unresponsive screen during testing. Device appears to be functioning per design. Probable cause was not found.